Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity. The pump contained gablofen with a concentration of 2000 mcg/ml at a dose of 809 mcg/day. It was reported on (B)(6) 2016, an hcp attempted but was unable to withdraw cerebrospinal fluid (csf). That same day, a 50 mcg bolus was programmed through the pump, but no response. A catheter revision was scheduled for (B)(6) 2017, but on (B)(6) 2017, the patient decided not to move forward with the catheter revision. The representative and hcp were notified the day of the report that scheduled surgery was cancelled and the plan at that time was to wean the patient down from the current infusion rate, and in approximately one month, explant the entire catheter and pump. There were no environmental/external/patient factors that might have led or contributed to the issue. The issue was not resolved at the time of the report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 2017-jun-27 from the hcp via the representative reported the pump was explanted that day after therapy was weaned down. The catheter remained implanted with clips attached to the proximal end per the neurosurgeon¿s decision. The patient status at the time of report was alive; no injury. No further patient complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.